Event description:
It was reported that the patient's right extension was twisted and enlarged because the patient was twiddling with it. The patient lost effective therapy. Surgical intervention was undertaken to replaced the extension. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: the medical device problem code should have been 1291 - high impedance rather than 2993 - adverse event without identified device or use problem correction section b5: it was reported that the patient had high impedances as a result of twiddling their extension. Surgical intervention was undertaken wherein the extension was replaced. Effective therapy was restored postoperatively.